Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted transverse colectomy surgical procedure, the jaws of a vessel sealer extend instrument would not open or close. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to the failure analysis on section h11: the vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint. The instrument was manually articulated and the instrument grips moved as expected. The instrument was forced to bypass the self-test (as it would repeatedly fail self-test due to exposed blade) and when operated using the hand controls on the surgeon side console, the grips moved intuitively and within normal range of motion in all directions. No issues were observed with proper opening and closing of grips. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. Additional observation: the instrument was tested on an in-house system. The instrument failed initialization preventing the instrument into following. The instrument was found to have a loose grip cable at the proximal end which could have cause the initialization failure. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft or any other component that would have caused the loose cable. The probable root cause of the loose grip cable is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the jaws were not stuck on tissue and there was no bleeding due to the issue. No other information was provided by the customer. The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm the reported complaint. The instrument was tested on an in-house system and failed initialization preventing the instrument into following. Further evaluation of the instrument found to have a loose grip cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft or any other component that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable.